Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 07/07/2014 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. .

Event description:
The customer reported that the device alarms for no apparent reason, check IV set error. There was no patient involvement.